Manufacturer narrative:
A ge service representative performed an on site investigation and replaced the filament driver, charger and generator driver boards. The system was found to be operating as intended.

Event description:
The customer reported the 9900 system has an ongoing interlock error message. No pt injury was reported.